Manufacturer narrative:
A review of the MFR records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The visi-pro stent could not cross the lesion and the stent came off of the balloon. The physician had to retrieve the stent with a snare. No injury to pt reported.